Event description:
It was reported that there was issues accessing the port to refill the pump. The health care professional was trying to ¿visualize the numbers on the pump¿ to see if the pump was ¿slipped.¿ it was later reported that it was a baclofen pump. The pump had to be revised because the pump flipped while the patient was still in the hospital after initial implant.

Manufacturer narrative:
(B)(4).